Manufacturer narrative:
(B)(4). Lot#: unknown as information was not provided catalog#: unknown but referred to as a cook celect filter expiration date: unknown as lot# is unknown since catalog# is unknown the 510(k) could be either k061815, k073374, k090140, k112119, k121057 or k121629. (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: "imaging taken during implantation of a PICC line. There is an obvious fracture of the filter leg. We attempted the retrieval with no success. The physician is confident the fractured leg is stable and not concerned it will migrate. The patient has had multiple surgeries in the abdominal region as indicated by the pt info provided. The filter was placed more than a year ago at another facility". Additional information (B)(6) 2016: " the filter leg remains in the cava wall and is asymptomatic". Patient outcome: "the filter remains in the patient with no symptoms. The physician will reconsider options and advise the patient".

Manufacturer narrative:
(B)(4). Catalog#: unknown but referred to as a cook celect filter. Since catalog# is unknown the 510(k) could be either k061815, k073374, k090140, k112119, k121057 or k121629. (B)(4). Summary of investigational findings: investigation is based on description of event and review of provided imaging. The imaging review confirms fracture of a primary filter leg. The complaint report states, the patient is asymptomatic and that ¿the physician is confident the fractured leg is stable and not concerned it will migrate¿. Without some form of cross-sectional imaging, the exact location of the fractured filter fragment cannot be determined. Placement images are not available for review, which makes it impossible to identify any potential contributing factors leading to the primary leg fracture. Thus, the root cause for the reported filter fracture remains unknown. Filter fracture is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Fracture of a filter leg can be due to repetitive motion on a filter leg in an unusual stressed position. Among other causes, filter fracture may be associated with a filter leg perforating the ivc, a filter leg being caught in a side branch (e.g. Renal vein), excessive force or manipulations near an implanted filter (e.g. A surgical procedure in the vicinity of a filter) and / or procedures that involve other devices being passed through an in situ filter. It has been reported that retrieval of a fractured filter or filter fragments using endovascular techniques is possible. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: "imaging taken during implantation of a PICC line. There is an obvious fracture of the filter leg. We attempted the retrieval with no success. The physician is confident the fractured leg is stable and not concerned it will migrate. The patient has had multiple surgeries in the abdominal region as indicated by the pt info provided. The filter was placed more than a year ago at another facility". Additional information 02nov2016: " the filter leg remains in the cava wall and is asymptomatic". Patient outcome: "the filter remains in the patient with no symptoms. The physician will reconsider options and advise the patient".